Event description:
It was reported that during the service evaluation process at the user facility, it was discovered that the device had a broken tip. If the device was used during a case, it could fall into the operation site and possible cause an infection. There was no known patient impact or surgical delays associated with this event.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that during the service evaluation process at the user facility it was discovered that the device had a broken tip. If the device was used during a case it could fall into the operation site and possible cause an infection. There was no known patient impact or surgical delays associated with this event.